Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was found to be over or under delivering to the manufacturing specifications. It was recommended that the expulsor be trimmed down to bring the delivery accuracy closer to nominal of a range.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was off by 6% without an alarm sound. No adverse effects were reported.